Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon eval, the j502 connector on the computer/ analog (ca) board was corroded. The j502 connects the ca board to the table board. The root cause of the corroded connector cannot be positively identified. No adverse event resulted from the corroded component.

Event description:
A us distributor returned battery charger /modem sn (B)(4) to report that the charger/ modem would not power up.